Event description:
The customer received a blood glucose reading of approximately 70mg/dl on the breeze2 meter, re-tested on a different meter and the reading was approximately 40mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer was advised to return the test strips for evaluation.a new meter was sent to the customer